Event description:
The user facility reported that a hose separated from their system 1e, causing water to flood into the room where the unit is located and into the room below. No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
A steris service technician inspected the unit and was told that the hose separated from the straight barb fitting at the user facility's water supply connection. The technician installed a new straight barb fitting and slipped the hose over the fitting and secured with a worm clamp. The technician ran test cycles and found the unit to be operational. The technician also found the water pressure was out of specification at 90psi and advised user facility personnel. Steris identified through a production/post production risk management review that property damage can occur if a system 1e hose disconnects, resulting in water leakage when the unit is left on and unattended at night and/or weekends. Steris has received no reports of injuries associated with the disconnection of a system 1e water hose. Steris corporation will install new hoses and connections on system 1e liquid chemical sterilant processing systems ((B)(4)).